Event description:
According to the information there was bleeding and erosion. According to the available information this inflatable penile prosthesi was received in 2006 due to bleeding and erosion.